Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as hygiene not maintained, the area not clean before starting pd therapy. The same day as event onset, the patient was hospitalized for the peritonitis event. The patient was treated with vancomycin (2 gram, route, frequency and duration not reported) and gentamicin (20 milligram, route, frequency and duration not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was not recovered from the event. On an unreported date, pd therapy was discontinued and the pd catheter was removed. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.